Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, stained end cap sticker, and cracked display window.

Event description:
Customer's father reported via phone call, the keypad on the insulin pump wasn't responding. Customer's father was advised to call back since he didn't have the device information. Customer called back and stated the act button wasn't responding since summer, but he continued to use the device. Customer was having issues bolusing and the act button wasn't responding. Customer was advised to discontinue use of the device and revert to back up plan.